Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent embolization occurred. The 99% stenosed lesion was located in the proximal left anterior descending (lad) artery. The physician attempted to cross the lesion and implant the express2 stent in the proximal lad, but was unsuccessful. The lesion was dilated with a 1.5mm balloon (type unknown) and the physician attempted to cross the lesion, but was unsuccessful once again. The physician was able to withdraw the catheter to outside the patient's body, but the stent had migrated to the entrance of the guiding catheter. The stent, the stent delivery system, and guide catheter were removed as a unit. A vision stent was used to successfully cross the lesion and complete the procedure. Patient status is reported as "good." Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.